Manufacturer narrative:
Additional information: d9, h3 the sample was received and the sample investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a fluid leak occurred during the priming of an xlung kit 230. The leak, which was coming from the port that attaches to the arterial pigtail, was noticed immediately after the priming process began. The perfusionist tried tightening the cap, but the connection broke off and the product could not be used. To resolve the reported issue, a new kit was primed and used. The sample was expected to be returned for manufacturer evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a fluid leak occurred during the priming of an xlung kit 230. The leak, which was coming from the port that attaches to the arterial pigtail, was noticed immediately after the priming process began. The perfusionist tried tightening the cap, but the connection broke off and the product could not be used. To resolve the reported issue, a new kit was primed and used. The sample was expected to be returned for manufacturer evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: h3 plant investigation: the complaint sample was returned to the manufacturer for evaluation. The inner conus of the luer lock positive adapter on the venting line (which was connected to the recirculation port) was broken and the part was stuck in the port. The inner conus of the luer adapter seemed to have sheared off. There were no cracks or other visible damage noted on the port. During testing of the sample, the reported problem was able to be reproduced. The luer lock adapter was broken which resulted in a fluid leak at the connection to the recirculation port. It is assumed that the damage occurred due to an error during the assembly process. The necessary individuals involved in the assembly were trained again on the process. The components must be screwed together without external loading or canting.

Event description:
It was reported to fresenius that a fluid leak occurred during the priming of an xlung kit 230. The leak, which was coming from the port that attaches to the arterial pigtail, was noticed immediately after the priming process began. The perfusionist tried tightening the cap, but the connection broke off and the product could not be used. To resolve the reported issue, a new kit was primed and used. The sample was expected to be returned for manufacturer evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Additional information: d4, h3 plant investigation: the complaint sample was not returned for evaluation and no photos were available for review. It is unknown where the leak originated from exactly, or if there were any defects or physical damage at the location of the leak. Based on the provided information it is believed that fluid leaked at the connection of the recirculation port of the oxygenator and the red venting line (¿arterial pigtail¿), or at a connection in the red venting line. The described situation was confirmed to be adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. There were no non-conformities related to the reported failure that were observed during the manufacturing process. There were three listed quality events found during the review, but none were related to the reported failure pattern. Based on the available information, a definitive conclusion regarding the reported leakage could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a fluid leak occurred during the priming of an xlung kit 230. The leak, which was coming from the port that attaches to the arterial pigtail, was noticed immediately after the priming process began. The perfusionist tried tightening the cap, but the connection broke off and the product could not be used. To resolve the reported issue, a new kit was primed and used. The sample was expected to be returned for manufacturer evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.